Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. Sensor was reprogrammed and perform simvivo test. All results were within specification. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. The customer received a sensor scan of 50 mg/dl but did not experienced any symptoms. The customer had contact with a healthcare professional who obtained a blood glucose reading of 451 mg/dl. The customer was diagnosed with hyperglycemia and administered serum to control the customer¿s glucose level. There was no report of death or permanent injury associated with this event.